Manufacturer narrative:
Damaged firing mechanism, firing trigger and release button. The product complaint anlaysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position unfired, cartridge condition unfired, cartridge return batch number ej0156. Functional tests & results: condition of firing trigger lockout damaged, condition of pinion gear good, condition of short rack broken, condition of yoke good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechanism. Returned cartridge had nose piece broken off and had damage to tissue stop fangs. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a l.a.v.h. Procedure. It was reported by the affiliate that the device did not cut or staple during firing. There was no pt consequence.